Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was not working properly. The customer¿s blood glucose was unknown. The customer stated that the rewind was slower and there was scratches on screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test. Device passed the displacement test, self test and rewind test. No unexpected rewind anomalies noted. Device received with minor scratched lcd window and cracked reservoir tube lip.